Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the penumbra coil 400 coil (pc400 coil) pusher assembly. The pusher assembly was kinked approximately 5.0 and 45.0 cm from the proximal end and fractured approximately 83.0 cm from the proximal end. The introducer sheath was kinked approximately 15.0 and 23.0 cm from the proximal end. The embolization coil was intact with the pusher assembly and kinked in multiple locations throughout its length. Conclusions: evaluation of both returned devices revealed the pusher assemblies were fractured. This type of damage typically occurs due to improper handling during use. If the pc400 is forcefully handled during removal from the packaging or use, the pusher assembly may kink. If a kinked pusher assembly is further manipulated, it may become fractured. The kinks and fractures observed likely contributed to the resistance mentioned in the initial complaint. Further evaluation revealed the embolization coil and introducer sheath of the first pc400 were damaged. This damage was likely incidental and may have occurred during packaging for return. Pc400 devices are 100% functionally evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 1. 3005168196-2016-00066.

Event description:
The patient was undergoing a coil embolization procedure in the renal artery using penumbra coil 400 coils (pc400 coils). During the procedure the physician deployed and detached two pc400 coils into the aneurysm using a px slim delivery microcatheter (px slim). While advancing a third pc400 coil (lot # f63879) through the px slim, the physician met resistance and did not advance the pc400 coil pusher assembly any further. The physician removed the third coil and deployed and detached a fourth pc400 coil into the aneurysm without any issues. Upon removing a fifth pc400 coil (lot # f65056) from its packaging, the physician found that the pc400 coil pusher assembly was kinked and continued to use the coil for the procedure. While attempting to advance this pc400 coil through the px slim, the physician met resistance and decided to remove the coil. The procedure was completed using a new pc400 coil and the same px slim. There was no report of an adverse effect to the patient.